Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specs. The analysis did not reveal any sign of a material or mfg problem.

Event description:
Boston scientific crm received info that following the implant procedure during a device check it was noted that this right atrial lead dislodged. The lead was repositioned and dislodged a second time. The lead was removed and the atrial port on the device header was plugged. Pt was asymptomatic.